Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: customer returned four syringes with 0.3ml graduation markings. All of the syringes were missing their needle shield and hub, which had separated from the barrel entirely. The needle shields and hubs were not returned. There is no damage to any of the needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch # 0098920 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200886538] noted that did not pertain the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the needles missing as they had separated from the barrels of the syringes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe. The following information was provided by the initial reporter: "consumer reported needle missing from syinges, stated that the hub is intact." Via bd investigation: "all of the syringes were missing their needle shield and hub, which had separated from the barrel entirely."